Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported, when the packaging for the nail was opened in the operating room, the nail was sticking out of the inner sterile barrier by approx 3-5 inches. The nail was autoclaved so it could be used for the surgery, but another size was used instead.